Event description:
Patient (pt) called back and said the issue is persisting and they aren't getting good pain relief. They said they tried to call manufacturer representative (rep) and asked healthcare provider (hcp) for rep information but was told they don't have rep phone numbers.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient mentioned it was acting crazy and added that it was fully charge but the therapy was cut off and they have it back on now. Patient mentioned they are trying to increase the intensity but they are not seeing the correct screen. Patient was currently in batteries screen with controller battery at 90% and ins at 100% recharging excellent. Agent assisted patient to increase the intensity. Patient are in group a and managed to increase it to 5.0. Patient mentioned they recharge every 2 or 3 days. Agent received device function.